Event description:
Event description cpi received information that a ventak mini ii/endotak transvenous defibrillation lead system exhibited shocking lead impedance readings that indicated an electrically open condition existed. X-ray showed that the ICD had migrated, and that the strain relief loop of the lead was pulled taut. No inappropriate therapy was delivered; rate electrograms showed noise with manipulation.